Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced nine inappropriate high voltage therapies due to right ventricular lead noise. The patient was using the restroom in the middle of the night when the shocks started. On (B)(6) 2020, the patient presented in clinic to follow up on the event. She stated that she suspected the implantable cardioverter defibrillator shifted. Upon examination, it was determined that the event may be caused by the right ventricular lead rubbing against atrial lead or was under some sort of strain. It was noted that the atrial lead exhibited noise possibly due to the friction with the right ventricular lead. The high voltage therapy was then disabled. On (B)(6) 2020, the patient presented to the hospital for a lead revision and device change procedure. The procedure notes stated that the implantable cardioverter defibrillator had a history of sustained ventricular fibrillation with cardiac arrest and unspecified device malfunction. Insulation anomaly was also observed on the right ventricular lead. The device was removed from the left side of the patient and the leads were capped on (B)(6) 2020. It was noted that the atrial lead was electively replaced due to the new system placement and that there was no known malfunction with the lead. The new implantable cardioverter defibrillator system was implanted on the right side. The patient was in stable condition during the initial check and following the procedure. Related manufacturer reference number: 2017865-2020-04706, 2017865-2020-04707.